Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment for a arteriovenous malformation, the apollo catheter ruptured during onyx injection. It was reported that upon injecting the onyx through the apollo microcatheter, it leaked into the proximal connection, before reaching distal. It was clarified that the physician first used a syringe with serum and injected it into the microcatheter still inside the plastic package,then took out the microcatheter and injected serum into it. Put in the y connector and made the connection with the serum perfuser. There was no kink/damage found on the catheter, and no resistance felt during injection. As a result the procedure was completed with another apollo microcatheter. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The vessel was moderately tortuous. Reported device and any accessory devices were prepared as indicated in the IFU. Yes, the catheter flushed as indicated in the IFU. There were no reports of patient injury in association with this event.